Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that inadvertent mishandling while attempting to twist off the syringe from the flush port resulted in the catheter separating from the device handle. There is no indication of a product quality issue with respect to manufacture, design or labeling. Na.

Event description:
It was reported that during device preparation, the syringe became stuck on the flush port of a 9x100mm absolute pro vascular self-expanding stent system (sess), and when they tryto twist the syringe off from the flush port, the catheter separated from the device handle. Another absolute pro sess was used to successfully complete the procedure. There was no patient involvement and no clinically significant delay in the procedure. No additional information was provided.